Event description:
It was reported that the customer went to the emergency room for vomiting, possibly due to influenza. Customer's mother stated she did not believe it was related to the patient's insulin pump, but did believe diabetes was involved. Patient's blood glucose was 350 mg/dl and he had high ketones. When he was at the emergency room, his blood glucose went down to 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).